Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm) and the system was tested and verified as ready for use. Isi did receive the mtm to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. The unit passed system test and was installed on sftp then failed with numerous errors. Fa performed applied behavior analysis (aba) swap golden mcmf printed circuit assembly (pca), the unit passed 1 hour sine cycle and the all the fitness tests. A visual inspection was performed. The counterbalance tubes were observed to be protruding. No external mechanical damage, contamination or other abnormal conditions related to the reported event were observed. The probable root cause is attributed to the defect observed in the mcmf pca of the mtm. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had non-recoverable errors 48276, 48292, and 319, pointing to the right hand control. The customer performed multiple hard reboots on the system with no change. Site will grab another surgeon side console (ssc) to start the procedure but will likely move to another room. The system was aborted to another da vinci system with no reported injury.